Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose, with blood glucose of 416 mg/dl at the time of the incident. The caller states the correct settings were not in the pump and this is what caused the hospitalization. The caller also stated the meter was reading lower than she was. The customer experienced diabetic ketoacidosis. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Caller reported sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.